Event description:
The surgeon provided add'l info that stated the event was not related to the intraocular lens (iol). The wrong power iol was implanted.

Event description:
A surgeon reported that an intraocular lens (iol) was replaced. No details of the event were provided, but additional informaiton has been requested.